Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014), the patient¿s meter has been returned on 10/14/2014 and evaluated by lifescan product analysis on 10/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high readings of ¿436 and 300 mg/dl¿ compared to normal reading/feeling. The complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient tests her blood glucose 7-8 times per day and managed her diabetes with the insulin pump. On the morning of (B)(6) 2014, the patient reportedly had unusual high readings of ¿436 and 300 mg/dl¿ and took bolus insulin accordingly. The patient subsequently developed hypoglycemic symptoms described as ¿confused.¿ her son in law gave her food and soft drink as treatment. She tested again on the subject meter and received readings in the ¿300s mg/dl.¿ once again, the patient reportedly took bolus insulin again and had low blood glucose symptoms again. She reportedly was able to take more food and drink as treatment. After she reportedly had the second hypoglycemic episode, the patient did not take any more bolus insulin based on the subject meter reading since she concluded the elevated lfs meter readings were inaccurate. The following day, the patient contacted lifescan to troubleshooting the subject meter. It was noted that the patient¿s test strips were outdated at the time of concern. The unit of measurement was correctly set. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient required medical treatment for hypoglycemia after she took insulin based on the alleged inaccurate readings.